Event description:
As reported by the user facility: brief inquiry description: y site broke on blood tubing. Detailed inquiry description: customer experienced blood tubing that broke at lower y site. 490105. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample without packaging and three photographs depicting the sample in a clear bag were returned for evaluation. A visual examination was performed on the sample and photograph, and it was noted that the most distal backcheck valve male luer was broken inside the female luer of the y-caresite sidearm. While an exact root cause cannot be determined, review of the complaint samples and manufacturing records suggests that the defect did not originate from a failure in the manufacturing processes. Based on these findings the most likely potential cause is that the defect originated from excessive force being placed on the valve during use. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.